Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified; however, no failure was identified related to the battery issue.

Manufacturer narrative:
The cause of the reported elevated bg issue was due to the infusion set. Tandem does not manufacture infusion sets. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unspecified malfunction occurred that caused the pump to be completely unresponsive. Additionally, the battery gauge was observed to have been depleting rapidly. The customer's blood glucose (bg) was reportedly over 500 mg/dl and was treated with a manual injection. The cause of the elevated bg was due to the non-tandem infusion set cannula being bent; however, the customer declined to provide the infusion set information. Upon follow up, the customer indicated that the pump turned on again after plugging the pump into a charger overnight. The customer reverted to manual injections for alternate insulin therapy.